Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) cannot be reviewed per company standard operating procedure since the serial number for the iabp was not provided. It was reported that the customer is not alleging a malfunction of the iabp. According to the sales rep, the arterial pressure waveform and noise were resolved. There will be no repairs made to this iabp.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient, an unusual waveform was being produced. The iabp was able to produce a pressure waveform, however, there was a lot of noise all the time. The customer attempted to adjust the intra-aortic balloon (iab) catheter to a lower position, but the issue was not resolved. The customer removed the iab and discontinued iabp therapy. No patient injury was reported.